Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose, flush drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump has cracked case at the reservoir tube, reservoir tube window, battery tube threads and minor scratched lcd window.

Event description:
The customer reported that the insulin pump had a compromised force sensor system alarm. The customer reported that during the fill tubing stage, the device spattered insulin and had a blank display. Blood glucose level at the time of the incident was 195 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.